Event description:
The customer reported that their pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to resolve the issue by changing wall outlets, adapters, and cables, the issue persisted. Consequently, technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and to return the faulty pump with the provided pre-paid label.